Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.